Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal lad. Patient was asymptomatic / free of symptoms at 30 day follow up. It is reported that an spontaneous gi bleed occurred approximately 2.5 months following index procedure. A prbc transfusion of 2 units was carried out. Investigator has indicated that event was not related to the study stent. Patient was asymptomatic / free of symptoms at 6 month follow up.

Manufacturer narrative:
Evaluation: results: (gi bleed). Secondary intervention of prbc transfusion of 2 units.